Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient under went an uncomplicated sling procedure in the "u" position and a cystoscopy in 2007. Following the procedure while in the recovery room, the patient complained of severe pain and developed some hypotension. The patient's hematocrit was thirty four percent and a CT was performed that revealed a large right-sided retropubic hematoma one hundred thirteen by nine by fifteen centimeters which extended halfway to the umbilicus. The patient was admitted and treated with intravenous hydration. The patient's hematocrit stabilized at twenty three and one half percent. No intervention or antibiotics were needed. The surgeon opines that the hematoma formed from scraping the introducer against the superior pubic rami where the accessory obturator vessel can lie. Post-operatively, the patient recovered slowly. She had worsening of her over-active bladder symptoms initially but complete resolution of her stress urinary incontinence. On the following month, the hematoma was not palpable by examination. On approx four months later, a CT scan showed resolving hematoma measuring four and one tenth by three and six tenths centimeters.